Event description:
It was reported the patient had their implantable neurostimulator (ins) repositioned in (B)(6) 2013 because it was sticking out of their skin. It was stated that at the time the healthcare provider and manufacturer representative said the ins was running strong and did not need to be replaced.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that the cause of the event was unknown and that intervention was needed. There was no reported malfunction of the ins and that the patient outcome was reported as good. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-28, lot # v136459, implanted: (B)(6) 2008, product type lead. (B)(4).